Manufacturer narrative:
The na electrode lot number is v62 with an expiration date of 16-feb-2025. The field service representative found the ultrasonic mixing assembly was compromised. He replaced the assembly, the vacuum, the sipper, and the packing on a valve. He verified the instrument was working correctly by performing ise checks and a 21-cup precision test successfully. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result was 133 mmol/l. The repeated result was 141 mmol/l. The repeated result was obtained on another line of the analyzer. The initial result was not reported outside of the laboratory. The sample was repeated as the initial result did not match the patient's previous results. The repeated results were believed to be correct.